Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the arterial pump cut out for the reason. The perfusionist (ccp) pressed both blue buttons and turned the unit back on, but the unit cut out again. This issue occurred 3 times during case. The device was not changed out, as the customer finally was able to complete the case by turning the pump back on. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Per the field service rep (fsr), he could not duplicate the reported problem, as the unit operated as MFR's specs.